Manufacturer narrative:
Independent sales representative submitted an email with a revision surgery case. Unknown reason for the revision. A lateral gutter debridement so he decided to do a poly swap while he was in there. There was no delay in surgery and no adverse consequences to the patient. It is unknown what the original implant was. A 99-0028-12f (revision sliding core star ankle 12mm) was implanted during the revision surgery. The removed original poly was discarded and will not be returned for future review. All unknown information will remain unknown. Further information regarding the original implant case, the reason for the revision surgery, patient details and the status of the explanted poly has been requested. Trilliant surgical is the manufacturer of the device , the device did not cause or contribute to a death or an injury that was life threatening. A malfunction of the device resulting in a failure of the device to perform its essential function which comprises the device's therapeutic effectiveness that could cause or contribute to death or serious injury did not occur. Recurrence of the malfunction is not likely to cause or contribute to a death or serious injury. The device is not considered to be life supporting or life sustaining. The devise was not returned for evaluation, and additional information was not received regarding the reason for the revision surgery. A root cause could not be established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - independent sales representative submitted an email with a revision surgery case. Unknow reason for the revision.